Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. (B)(4).

Event description:
See attached user facility medwatch # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: during a meeting of different surgical groups, it was mentioned that 7 patients had to return to the or due to bowel obstructions caused by a leg of staple being caught on bowel. The events occurred in the past 5 years and believed to be from white reloads. The procedures were different as well as the surgeons involved. There was no mention of staple formation issues during any of the initial procedures.